Event description:
User received a false positive troponin t result for one patient sample. Initial result was 0.297 ng/ml. A second sample was drawn the next morning and gave a result of <0.010 ng/ml. The physician asked to repeat the first sample and result of <0.010 ng/ml was obtained twice. User stated they did not treat the patient after receiving the initial result. If additional information is received, appropriate notification will be provided.